Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, far field p-wave oversensing issue was observed on the ventricular channel on the device and the rv lead. Programming changes were made to the device. Patient was stable. Patient was brought into the hospital on (B)(6) 2019 for a rv lead revision due to the oversensing far field p-wave issue. The lead was tested in hybrid and lead repositioning was completed. Patient was stable prior, during and post procedure.